Event description:
It was reported the device had shifted since implant in 2005. It was noted the patient had fallen several times. It was stated by the patient that their doctor said there may be a "break in connection at one of the four leads:. Pain at the battery site was also reported. It was indicated the device was turned off. It was further stated the patient experienced discomfort. Three days later, it was reported the patient would make an appointment with their doctor and would ask a manufacturer representative to be present. No date was provided. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received reported that the patient received assistance from her doctor and her concerns were resolved. The reporter stated that the implantable neurostimulator (ins) was removed due to the broken lead. Two weeks later, it was reported that the cause of the event was a fall and there was an issue with battery depletion due to falls. Impedance measurements were greater than 4000 ohms and there was a break in the lead or extension. It was reported that the patient wanted her device removed because of her falling. It was noted that both the ins and lead were removed. It was unclear if all device components were removed. The reporter stated that the patient did not require hospitalization, the patient had a non-serious injury or illness, and the patient recovered without sequelae.

Manufacturer narrative:
Product ID 3095-10, serial # , implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type extension; product ID 3093-28, lot # j0504385v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 3093-28, lot# j0504385v, implanted: (B)(6) 2005, product type: lead. Product ID 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. (B)(4).